Event description:
When testing the harmonic curved shears prior to patient use, the handpiece made a screeching noise when keyed (activated). This was not considered normal and the handpiece was replaced. The new handpiece was activated fine and the procedure continued. The handpiece sent to biomed for manufacturer evaluation.====================== manufacturer response for harmonic ace as per site reporter======================return device for evaluation